Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the device was in specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a b30 scope communication error on the loaner device sent to the customer. It is unknown when the issue was found for an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm.